Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and charging difficulty. The patient will undergo a procedure where the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and charging difficulty. The patient will undergo a procedure where the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received there will be no further course of action will be taken.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and charging difficulty. The patient will undergo a procedure where the ipg will be replaced and relocated.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and charging difficulty. The patient will undergo a procedure where the ipg will be replaced and relocated.